Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that an infusion of 100 ml of tacrolimus that was set to run over thirty (30) hours at 3.3 ml/hr using a smiths medical cadd-legacy plus pump finished two hours earlier than intended. Per reporter the pump indicated that 92.2 was the volume that was given. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual inspection of the device found it to have a cracked rear case and a lifted lcd lens screen. Device underwent three seperate delivery accuracy tests. The pump's average delivery error was found to be within published specification. This investigation was unable to confirm the reported customer complaint.